Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew4379 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported severe severity and likely related to the device (catheter) and unlikely related to the procedure and unlikely related to the accessories (guidewire, stylet). The event is related to the pre-existing condition myxofibrosarcoma. A similar event has not occurred previously. Action taken: medication prescribed, hospitalization, device removed. Outcome: recovered, no sequalae. The patient introduced himself to the emergency room on (B)(6) 2021 with high body temperature of 39.5 centigrade. The patient had no other symptoms and felt good subjectively. The body check was inconspicuous, the catheter injection site was without irritation and painless. He received in the emergency room the first application of piperacillin/tazobactam 4.5g IV. And was admitted to the oncological ward. This medication was given twice daily until (B)(6) 2021 and was changed to meropenem 3x1000mg po. Per day until (B)(6) 2021 in the morning and linezolid 2x600mg po per day. On several days were peripheral and central venous blood cultures sampled. All results were negative. No focus of the infection was detected. As a possible source of infection was the piccline prophylactic removed on (B)(6) 2021. The patient was discharged at home on (B)(6) 2021 at his own request without fever. Fever unknown orign. Start date: (B)(6) 2021 end date: (B)(6) 2021.